Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Follow-up revealed the ipg was moved slightly to the left in the same incision on (B)(6) 2016.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced pain at the ipg site when lying down. As a result, the patient will undergo surgical intervention.

Event description:
Follow-up revealed the patient was doing well and was happy with the placement of the new ipg. The issue was resolved.